Event description:
It was reported that the patient had contact with a healthcare provider (hcp), for irritation and redness at pod infusion site. The patient was diagnosed with atopic skin and prescribed an unknown ointment, but the patient does not remember the name of the prescription. The hcp did indicate that it may be due to the alcohol wipes that the customer uses before attaching the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.